Manufacturer narrative:
It was claimed that the device not functioning properly, the pre-use check (puc) failed. There was no patient involvement. The issue was decided to be reported based on available information (without logs or replaced part) as the reported issue may have underlying causes that may affect essential functions. Identification of issue has been done by analyzing problem description and service report. The device was inspected and pre-use check passed with no issues. The device was delivered to the user in working condition. The root casue of the issue cannot be confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).